Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the reservoir migrating into the lower pelvis near the penis, this was observed at the post procedure activation visit. The ipp reservoir was explanted and replaced with a new reservoir. The patient fully recovered following the procedure.